Event description:
It was reported that the pt presented to the emergency room with shaking in 2009. The pt was administered a dose of oral baclofen and sent home. The following month, the pt's underdose symptoms continued and he was brought to the clinic where he gets his pump refilled. The pt was "jumpy and jittery"; it was noted that the pt was non-communicative otherwise. The pt was given a dose of oral baclofen and scheduled for a catheter study. During the catheter dye study, it was noted that there appeared to be a sheath of epithelial tissue around the top 1/2 inch to 3/4 inch of the catheter; the contrast came out of the catheter at the appropriate place, but did not disperse in a plume as it usually did. The catheter tip was located at t1-t2. The catheter was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.